Event description:
The dealer states not shifting patient was using rental units 14897 hours. No additional information. The dealer states the on /off power switch is not functional . Additional non-reportable malfunction for this device; the dealer alleges not shifting.